Manufacturer narrative:
H.6. Investigation: three photos were provided to our quality team for investigation. Upon visual inspection, the spike on the protector is observed to be bent and inserted against the protector housing. During the assembly process, all protector caps are removed and the spikes are visually inspected. Several stations then use either vacuum or pressure through the spike to test the functionality of the protector. In these stations the machine detects if the spike is missing or damaged, discarding any affected product. A device history review was performed for reported lot 1908104, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this incident. Four retained samples of lot 1908104 were used for additional evaluation. All samples were visually inspected, no damage or broken spikes were observed in any of the samples. Based upon the quality teams investigation and since no incident has been found during the manufacturing process related to this defect, the root cause cannot be determined at his time.

Event description:
It was reported that before use of the bd phaseal optima protector (p20-o) there was an issue with damage to the spike. The following information was provided by the initial reporter: the technician opened the protector and saw the spike was broken that occurred with 2 protectors of the same lot.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that before use of the bd phaseal optima protector (p20-o) there was an issue with damage to the spike. The following information was provided by the initial reporter: the technician opened the protector. And saw the spike was broken. That occurred with 2 protectors of the same lot.